Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified no grease was applied to the cam lobes which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported over infusion which was reproduced. A customer programmed rate of 2ml/hr was determined through a review of the event history log. The device was tested at this rate and uncontrolled flow was observed. The upper valve was found unable to occlude the loaded intravenous line as designed and as a result uncontrolled flow was observed during the pumping phase of cam rotation. Direct cause of the reported over infusion was determined to be a workmanship failure which resulted in no grease being applied to the cam lobes during manufacturing. Device evaluation determined the absence of grease lead to premature wear on the upper valve pusher and finger pushers, which lead to the inability of the upper valve to fully occlude the line. The valves, fingers, and cam shaft assembly were replaced to correct this condition. A nonconformance will not be initiated as a result of this complaint as the complaint did not involve an atypical or unexpected failure. This was further investigated and measures were put in place to mitigate such events. Actions were taken after this device was manufactured. This issue does not represent a systemic break down of process controls (gmp). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump over infused during therapy of 500ml of oxytocin (delivery rate and concentration are unknown) in the labor and delivery care area. During treatment of the pregnant patient (unknown gestational and stage of labor) the nurse observed the baby¿s heart rate decelerating (unknown heart rate) and the oxytocin infusion was dripping faster than usual. The nurse immediately turned off the pump. It was identified that the deceleration was due to more frequent contractions and the patient was administered terbutaline (unknown infusion parameters). In addition, the patients position was changed, intravenous fluids administered (unknown fluid type and infusion parameters) and oxygen was provided. The nurse brought in a new pump to continue the original infusion 1 hour later, did not change the tubing and no further complications reported. Both the patient and the baby recovered with no lingering effects. No additional information is available.